Manufacturer narrative:
Final analysis found burnt components on the main circuit board and burn marks on the inner casing of the ac power adapter.

Event description:
It was reported that the patient's transmitter would not power up following a storm which affected the power lines. The device was returned and replaced.